Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient underwent fusion surgery in which rhbmp-2/acs was implanted. As per the op notes:¿ forward angled curette was used to perform an anterior decompression and total diskectomy back to the posterior rim of the vertebral body at l5 and s1. Once a complete diskectomy was performed and the cage was removed, the end plates were again revisited with a ring curette to perform decortication with care taken to avoid the breach of the end plates. Next, the ldr trials were utilized and the 16 mm tall, 14 degree lordotic cage was selected to be appropriate fit. Tue cage was packed with rhbmp-2/acs bone morphogenetic protein containing sponge and graft crunch. This was introduced through the annulotomy and malleted into position under direct visualization and with fluoroscopic guidance.¿ the patient tolerated the procedure well without any intraoperative complications.